Event description:
It has been reported to philips that the wired footswitch had a loose connection with the table base connector. No harm has been reported to philips. Due to the lack of information as to the allegation, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch had a loose connection with the table base connector. Fse analyse the system and found that footswitch connector is coming away from the table base connector despite the issue with the wired footswitch causing this issue. Fse replaced the wired footswitch and, the system was returned to use in good working order. The codes were updated based on the investigation outcome.